Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver was overheating. There was no report any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A data lot could not be retrieved because the device would not boot up. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a defective u5 component in the main printed circuit board. A root cause could not be determined.